Event description:
It was reported that overnight following an atrial fibrillation (afib) procedure, the patient developed a pericardial effusion. The hospital staff noticed the patient's rise in blood pressure. Pericardiocentesis was performed the day after the procedure. Before performing the transseptal puncture, the physician looked under ice to see the heart structure. The transseptal access was difficult (approximately 45min) and the patient was moving from time to time. The patient has an enlarged heart and it was difficult to find a needle with the reach. The physician attempted multiple needles and different long sheaths (type and model was not provided). Then the ablation was approximately an hour. Following the ablation, the physician checked for any effusion under ice, and there was a small amount. It was not a concern at that point. The physician felt that the perforation was probably due to the transseptal access difficulty. The patient had since been discharged. The ablation parameters were set to "power-control" mode, rf delivery ranging between 25-35 watts, temperature cut off set to 50 degree celsius, irrigation of catheter flow at 30 ml/min. A long sheath used with the ablation catheter in the procedure, however, the type and model was not provided. The anticoagulant patient received during the procedure was act maintained at greater than 300.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Generic - coronary sinus catheter (device was discarded by the customer/ not returned for investigation): model #: unknown, lot #.: unknown. Generic - lasso catheter (device was discarded by the customer/ not returned for investigation): model #: unknown, lot #.: unknown. Generic - avail quadropolar catheter (device was discarded by the customer/ not returned for investigation): model #: unknown, lot #.: unknown. Acunav catheter (reprocessed/ reused catheter). Regarding the biosense webster systems, the customer was contacted by bwi representative. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).